Event description:
It was reported that review of device data showed that the average daily battery voltage was 2.95 v, but that the real-time voltage was 2.61 v. It was further reported that the battery voltage was measured at 2.09 v, but review of device data showed the voltage was 2.92 v. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device reached eri (elective replacement indicator) at the new eri point of 2.81 v. The device was explanted and replaced.

Event description:
It was reported that review of device data showed that the average daily battery voltage was 2.95 v, but that the real-time voltage was 2.61 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.95v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.95v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that review of device data showed that the average daily battery voltage was 2.95 v, but that the real-time voltage was 2.61 v. It was further reported that the battery voltage was measured at 2.09 v, but review of device data showed the voltage was 2.92 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.95v.